Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - earth leakage current failed performance spec: earth leakage lc normal 706.7 microamps (specs 4.0 - 300.0 microamps), lc single fault 736.3 microamps, and lc single fault reverse 701.7 microamps (specs 4.0 - 500.0 microamps). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: earth leakage lc normal 706.7 microamps (specifications 4.0 - 300.0 microamps), lc single fault 736.3 microamps, and lc single fault reverse 701.7 microamps (specifications 4.0 - 500.0 microamps). The homechoice cycler was evaluated by the largo product analysis lab (pal). The assignable cause for the rite test earth leakage current failure was determined to be a malfunctioning pump assembly. Scrap the pump. Device was sent to service.